Manufacturer narrative:
Correction. This is to correct the initial submission section h6 health effect ¿ impact code. It incorrectly reported 2199 =no health consequences or impact. The code should not have been included. Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jun 15, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: the product was received and evaluated. A "scuff" mark was observed on the posterior of the iol. The inspection of all assembly related items revealed no anomalies. No assembly issues were identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a, patient information: a4, a5: information unknown/asku. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section h3-other (81): the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) had a scratch. The iol was fully inserted into the patient¿s left eye. Upon insertion the lens was noticed to have a ¿spot¿ which customer clarified to be a scratch on the lens. The lens was removed and replaced in the same procedure due to a scratch, divet or defect in the center of the iol. The replacement lens is the same model and diopter. There were no complications such as a vitrectomy, sutures, or incision enlargement. The outcome does not interfere with activities of daily life. Iol is not available for return as it was discarded. No further information was provided or is available.